Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer treated her low blood glucose level with juice and crackers. The customer wanted to know why the insulin was showing as yellow but gave herself a manual bolus. The customer started but declined to troubleshoot because she said she believed she knew what the problem was at that moment. The product will not be replaced. The product will not be returned for analysis.